Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that she was adjusting the numbers to what she ate but the numbers kept scrolling on the insulin pump's screen. The insulin pump alarmed button error. Customer's blood glucose level was over 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.